Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and tested the iabp with a balloon and trainer and was unable to duplicate the reported complaint. The fse verified that the iabp calibrated and passed all functional and safety tests per factory specifications. The fse returned the iabp back to the customer and cleared it for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient it stopped working. No adverse event has been reported.